Event description:
The ge oec 9600 fluoroscopy system had a reported physicist discrepancy where the collimatted beam exceed viewable image by greater than 2% regulated area.

Manufacturer narrative:
A ge oec service representative investigated the issue and found system was within specification and regulatory compliance and required no further action. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.